Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with the core separated. The reported stretched area was able to be confirmed. The reported physical resistance and the reported entrapment were unable to be replicated in a testing environment as they were based on operational circumstances. It should be noted that the hi-torque guide wire for ptca, pta, and stents instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the non-abbott 6 fr guide catheter resulted in the reported entrapment. Manipulation to remove the entrapped device (using excessive force) resulted in reported/noted stretched coils and ultimately resulted in the noted core detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: ebu 3.5 6 fr guiding catheter. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the diagonal branch below the bifurcation area that did not have any tortuosity or calcification. An unspecified fully coated versaturn guide wire was advanced in the lesion, and an unspecified stent was implanted. The fully coated guide wire was then removed without issues. Then, a 190 cm uncoated versaturn .014 guide wire was advanced towards the lesion and met initial resistance with the anatomy. However, it was not possible to remove the guide wire as it was entrapped with a non-abbott 6 fr guide catheter. Excessive force was used and the radiopaque portion of the guide wire became stretched. Therefore, an unspecified microcatheter was used to remove the guide wire. Medication was not administered to the patient. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.